Event description:
Reportable based on the device analysis completed on 23sep2014. It was reported that a catheter lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize an unspecified vessel. It was noted that the image disappeared upon imaging. The procedure was then completed using another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the lap joint area.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. No image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. Imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).